Event description:
On 04/09/1998 the account reported a false negative total beta human chrionic gonadotropin result of 0.0 mlu/ml, which was run on the imx analyzer. According to the account, a flag or error message was not given with the erratic result to warn the user. The result was questioned by the doctor and the sample retested, given 1390 mlu/ml from a frozen aliguot and 1296 mlu/ml from a 2-8c stored tube. Further info has been requested from the account but has not been provided. No report of injury.